Event description:
It was reported that "on (B)(6) 2015, the patient underwent spine surgery for a l5-l3 fusion. This was a second surgery to address a fall. The surgery resulted in severe rashes all over the body. Patient showed photos of the rashes which looked very severe. After the surgery, patient also reported ache and pain in every joint and had other immune systems issues and was still continued to experience today. Patient claimed that she initiated her own metals allergy testing after this surgery, and discovered that she is mildly allergic or just plain allergic to nickel and another substance; both of which she has learned are included in her implants. The patient claimed that the physician thought the implants only contained titanium. The patient was in pain on a scale of 7-9(in scale of 1-10). "No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date the patient underwent a revision surgery to fuse 2 more levels and post-op was experiencing swelling, rash, nausea, fatigue, joint pain. Reportedly, the first surgery with the solera implant had gone well with no issues. In addition, it was also reported that tests have been conducted to rule out lupus, etc, and that the doctors are coming around to possible allergy to implants. The patient described being allergic to metal from ear rings and so was concerned the cobalt may be causing an issue from implants. No additional information was provided.